Event description:
It was reported that at the patient's 6th month standard follow-up appointment on the date of this report, the physician thought that the patient was experiencing excessive bloating. The physician increased the stimulation on the implantable neurostimulator to 3 v. Usually, when the patient had lain down she felt nauseated. This happened again at the physician's office; however, when she sat up her salivation increased and her stomach started "making flips" and felt sick. The patient vomited 5 times before leaving the physician's office, twice in the parking lot, and all the way home. The physician did not believe it to be related to the programming changes, and suggested that the patient take clear fluids and medication for the rest of the day. The patient was to follow-up with the physician the following morning. Additional information received stated that the device was reprogrammed on (B)(6) 2012. The patient went to the emergency room for intravenous hydration and was hospitalized. It was noted that patient had a "non-serious injury/illness."

Manufacturer narrative:
Product ID, 435135 serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID, 435135 serial# (B)(4), implanted: 2007 (B)(6), product type lead. (B)(4).